Event description:
It was reported that patient underwent primary hip procedure 3-4 years ago. Revision procedure was performed on an unknown date due to bearing fracture after patient fell down from a bike.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).

Manufacturer narrative:
The returned bearing was reported to have been implanted for 3-4 years, although the manufacturing dates of the implants suggest it could not have been much more than two years. The report of a fall from a bike suggests that a traumatic event occurred, which could have resulted in abnormally high impact loading of the implant. No noticeable defects could be seen at the fracture surface and the manufacturing records suggest the bearing had been manufactured correctly. The groove on the back side of the bearing is unusual. The depth of the groove appears to be similar to the height of the bollards around the rim of the shell. It is possible as the liner was expelled from the shell, it was forced past one of the castellations, causing the material to be removed. Once the fractured liner had been expelled from the shell, it is probable the head would have articulated against the shell and resulted in the wear and metal transfer of the shell and head respectively. No defects or manufacturing inconsistencies could be noted on the returned components. It is likely the reported bike fall produced adverse impact loading of the implant leading to failure of the liner.